Event description:
It was reported that during a meniscus repair, after the fast fix t1 was implanted, t2 was deployed simultaneously. Only a part of t1 was removed from the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 was not returned and appears was cut from the suture. The t2 is still on the suture. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation of the device showed the device cycled as intended. An evaluation of the customer provided image showed a the needle/overmold assembly inside the shipping pouch with the batch number of the complaint on the label. The t1/t2/suture are not on the needle. The suture is attached to a single t and is wrapped around the needle/overmold. The other t is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.